Event description:
Toothbrush head disintegrated into pieces in his mouth [device breakage], no adverse event. Case description: a consumer reported that while his son, age unspecified, used an oral-b rechargeable toothbrush, version unk; precision clean brushhead disintegrated into pieces in his mouth. No symptoms developed.

Manufacturer narrative:
Return of the product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.